Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user hit his head on the contralateral (right) side while looking back. After this he felt a change in his hearing with the device. Re-implantation is planned for (B)(6) 2020.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Further in situ measurements before the reported impact show several channels fluctuating in and out of hi status due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
On (B)(6) 2020 the user hit his head on the contra-lateral (right) side against a wall while looking back. After this he felt a change in his hearing with the device and reported hearing a strange sound. The recipient was re-implanted.